Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an ent procedure, after the first insertion into the patient turbinate, the doctor pulled out the wand and realized that there was something on the tip and found a small piece of plastic. The doctor confirmed it was not from the patient¿s tissue but looked like a plastic from the wand. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. Portions of the shaft covering has been ripped off from scraping or sheer force with another object. The shaft covering is clear in color. The tip is worn from use. The opened device was tested and plugged into the controller and registered settings (4,2). The wand produced plasma as normal and had no issues activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include the device's wires may have experienced an internal break or a damaged internal part to the shaft housing. The damaged wire could lead to the plasma being produced in the incorrect position and at a much higher level, causing a leakage and damages to the tip. Based on this investigation, the need for corrective action is not indicated.